Event description:
New information received that this capped rv lead was explanted due to noise and suspected clavicular crush.

Event description:
It was reported that the patient presented with multiple inappropriate therapies. The lead was capped when a malfunction was suspected. No further information was available.

Manufacturer narrative:
Analysis found external abrasion at 49cm to 50cm from the connector pin, consistent with that produced by friction with another device. The reported noise and clavicular crush were not confirmed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.